Event description:
The event was reported by a customer from chile: possible over delivery.

Manufacturer narrative:
B.6 time lines: late submission- discussed with the FDA over a phone call on the(B)(6)2020 . G.1 distributor information: ICU medical, inc. Us service center (B)(4). Exemption number, e2014005 . Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): possible over delivery.